Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter with no external damage noted. The baxter evaluation lab performed spike and unspike operation using a spike and unspike test set. The reported issue of the cxd device not working was not confirmed or duplicated. The assignable cause for the reported issue was undetermined as it could not be confirmed or duplicated during evaluation. This device is non-serviceable and will be destroyed. The initial emdr submission was attempted on (B)(4). On that date, esg was not operational because of a power outage. (B)(4).

Event description:
A nurse contacted baxter's technical service center on behalf of the home patient (hp)regarding a compact exchange device (cxd). The hp had reported the device was not working. Per initial report, the baxter technical service representative arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report. Baxter product surveillance followed up 23jul2010 with the clinic and spoke and with the peritoneal dialysis nurse who advised the clinic had no specific information related to the actual problem with the cxd device. The nurse reported the hp just informed them it was not working and they arranged for the swap. Product surveillance spoke with the hp on 23jul2010 who stated he could not recall exactly what was wrong with the cxd device. The hp did reported that he is using the replacement cxd and has not had any problems or issues. No other information was available.